Manufacturer narrative:
Pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2011, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.